Manufacturer narrative:
Summary of evaluation: evaluation results indicates that the cause of this event was a handling and cleaning error.

Event description:
The screwdriver stripped while placing a mandibular screw. This event did not cause any adverse consequence to the pt or surgical delay.